Event description:
It was reported that a half day infusor was observed to contain particulate matter in the balloon. The unit was filled with desferrioxamine. There was no patient involvement. Additional information was requested and is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Additional information: lot 14g020 was manufactured july 10, 2014 - july 11, 2014. The device was received for evaluation. Visual inspection (via the naked eye) revealed a solid white fragment approximately 1.21 mm in size, floating in the fluid of the reservoir. The particle was identified to be polyester material via ft-ir spectrophotometer scanning. The reported problem was verified. The assignable cause of the problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.